Event description:
Patient's legal counsel reported that the patient underwent a right initial hip arthroplasty on (B)(6) 2008 and a left initial hip arthroplasty on (B)(6) 2008. Subsequently, the patient underwent a right hip revision on (B)(6) 2014 due to metal-on-metal reaction. The revision operative report noted the presence of pseudotumorous tissue reaction and a bone deficiency in the acetabulum. The modular head and acetabular cup were removed and replaced with a competitor cup and a biomet head. A left hip revision procedure has been indicated; however, no revision has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-01646 /-01647 /-01648 /-01649).